Event description:
It was reported that the customer ran into a door and as a result the touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.